Manufacturer narrative:
A sample is expected to return for in-house eval, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the 25 gauge illumination probe would not fit through the trocar cannula. The probe was exchanged and the case was completed without any harm to the pt.